Event description:
New information received stated that the patient was seen in clinic on the week of aug. 12th, 2019 to addressed the non-sustained oversensing anomaly. The patient had continued coughing symptoms. The clinic was unable to reproduce the noise oversensing anomaly in clinic and elected to continue to monitor the patient. No programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via data transmission with multiple episodes of non-sustained ventricular oversensing on the implantable cardioverter defibrillator. It was noted that the patient developed deep coughs for some time and it was suspected that this symptom may have contributed to the oversensing. On (B)(6) 2019 review of the episodes, it was noted that the noise patterns on the electromyogram appeared to be myopotential signals. No symptoms that resulted from the oversensing episodes were reported. Programming changes were recommended.